Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify -during use on the patient h3 investigation summary the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were received for analysis. The product code is vcp493h. In addition, a photo was provided, and it showed one open sample inside a plastic bag. During the visual inspection of the detached needle, the edge area was noted with marks probably caused by a surgical instrument. A small suture piece was noted to be attached to the barrel hole. The received suture was inspected, and one extreme were noted to be cut probably caused by a surgical instrument and the presence of body fluids were observed along the strand. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.